Manufacturer narrative:
(B)(6). The device was manufactured july 27, 2017 - july 28, 2017. The device was received for evaluation. Visual inspection revealed that the fill port had been broken, and the broken piece was attached to the luer. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, the fill port was found to be broken. No additional information is available.